Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device is not returning for evaluation; therefore, a failure analysis of the complaint device could not be completed. Based on the case information, a conclusive cause for the reported patient effect of aneurysm and the relationship to the product, if any, cannot be determined. The subsequent treatment appears to be related to procedure circumstance. A review of the lot history record and complaint history of the reported lot could not be conducted, because the lot number was not provided. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling of the device.

Event description:
It was reported that suture placement with a prostar xl device was achieved in an unspecified vessel using the preclose technique prior to an interventional procedure. Reportedly, after closure with the prostar xl device the patient experienced an aneurysm spurium. Surgical intervention was required to treat the aneruryma spurium. There was no reported adverse patient sequela. It was reported that the physician is trained in the use of the proglide device and established in the preclose technique. There was no reported clinically significant delay in the entire procedure. No additional information was provided.